Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a3: patient sex unknown / not provided, a4: weight unknown / not provided, b3: date of event unknown / not provided, d4: lot number unknown / not provided, e1: last/given name unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw loosened in the patient's mouth. It was replaced.